Event description:
Spontaneous. Patient reports she was receiving no dispensable-pump won't run. Patient replaced cassette and pump began running again. Lot number of cassette 4052413. Patient did not have any interruptions to therapy. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; pt has enough on hand. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.